Event description:
It was reported that on (B)(6) 2023, a 17mm amplatzer septal occluder was chosen for implant. During deployment, the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. A decision was made to replace the device with a second 17mm amplatzer septal occluder. The replacement device was implanted in the patient with no adverse consequences. There was no report of any interaction with cardiac structures during deployment and there was no angulation/kink noticed in the delivery systems. It was also reported there was no clinically significant delay in the procedure due to the event and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no anatomical interference, an unknown delivery sheath was used, and there was not any angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.